Manufacturer narrative:
Eval method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2 (see MFR report # 1627487-2010-03033 for device 2 of 2). The pt was implanted with two trial leads on (B)(6) 2010. It was reported that during the procedure, the pt moved and the needle punctured the dura. The physician performed a blood patch in the operating room. Following the surgery, the pt complained of a headache that reportedly continued for the next two days. On (B)(6) 2010, the physician removed the trial leads and performed a second blood patch. The leads were discarded and will not be returned to the MFR for eval. F/u on the pt found that she is doing well and that her headache has subsided.